Event description:
It was reported that the right ventricular (rv) lead was exhibiting occasional impedance increases and short interval counts (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, oversensing was indicated due to non-physiologic signals/sic (sensing integrity counter), and there was oversensing associated with the right ventricular lead. There was one patient alert for right ventricular (rv) lead pace lead impedance equal to 1088 ohms on (B)(6) 2013. The daily pace lead trend data show various spike increases for ventricular pace equal to 520 to 1088 ohms range between (B)(6) 2013. There were 37 ventricular non-sustained tachycardia episodes less than or equal to 210 ms between (B)(6) 2013. The programmer data shows 1 patient alert for lead failure predictor on (B)(6) 2013, 1 patient alert for right ventricular (rv) lead pace lead impedance on (B)(6) 2013 and a ventricular short interval count v-sic equal to 77 counts, in 0.69 days, between (B)(6) 2013. (B)(4).